Event description:
Per the information provided to co by the physician's office, the device was removed due to "infection". As reported to co, the entire device was removed and will be reimplanted at a later date. 5/5/97 - upon receipt of additional information from the physician/surgeon, he stated,... "Removed for a severe scrotal and somewhat retropubic infection".